Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. Additional information received from the physician's office on (B)(6) 2013 noted that the patient was last seen in (B)(6) 2013 and reported some spotting, as well as, continued stress urinary incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.